Event description:
It was reported that the customer went to the emergency room in late september and was subsequently hospitalized with an elevated blood glucose (bg) level; cause of bg not known. Bg value not provided and the customer could not recall the specific date. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged "a few days later" with the issue resolved and no permanent damage, however the customer could not recall the exact date. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.